Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2026-00031 through 3012447612-2026-00034.

Event description:
It was reported that two 7mm optio-c peek cages did not assemble correctly to their mating plates intra-operatively. The connection was too loose and they would not stay attached together. The attempted assembly was performed at the back table and they were replaced with additional implants to complete the procedure without any impacts to the patient. This is report four of four for this event.